Manufacturer narrative:
(B)(4) - separates is not specifically addressed in the IFU. X-ray was returned with product. Films show vessel before (blocked) and after (open) thrombo-aspiration procedure. The device was returned with the check-flo valve separated from the sheath. An examination revealed the flare is too small per gage. Tip of sheath is damaged with triangular instead of round cross section. Per quality control spec, it is confirmed the flare on proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is also verified that coils in sheath continue into cap. Furthermore, an instructions for use is provided that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. A visual examination revealed the check-flo valve had separated from the sheath and the flare was too small. While this complaint is relevant to the scope of a corrective action/preventative action for proximal fitting separation from sheaths, this corrective action/preventative action was issued at management discretion prior to the receipt of this complaint. A review of records found the complaint device was mfg after the 27 june 2008 implementation date of the corrective action/preventative action. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.

Event description:
During aspiration, doctor removed the introducer backward with the hand on the sheath's valve. During the action, the valve detached itself from the sheath. So the sheath stayed in the pt without valve. No section of the device remained inside the pt's body. The pt did not require add'l procedures due to this occurrence. The product did cause or contribute to the need for add'l procedures. They had to remove the sheath without valve and put a new one. The complainant did not report any adverse effects on the pt due to this occurrence. The complainant did not report that the product caused or contributed to the adverse effect.